Event description:
The facility's biomed engineering department reported the pump was not regulating piggyback and was allowing freeflow while being readied for use at nurse's station. According to biomed engineer, no patient injury has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding medication involved or the set up of the infusion device.